Event description:
Arrow intra-aortic balloon pump alarmed several times for helium alarm. Troubleshooting for alarm indicated no findings of balloon rupture. Patient having frequent ectopic beats. No kinking of iabp noted. At 2000 inner balloon filled with blood back up into pump. Iabp removed by pa without incident. Rn disconnected balloon from pump. The pump "spit" a large amount of blood at the nurse. Risk management notified and equipment malfunction initiated with manufacturer. Stats information: the intra-aortic balloon: #30cc 8 french balloon. Placed with sheath. Examination of balloon demonstrated dislodgement of balloon from tip of balloon. No tears noted, just a total disconnect of the tip from the semi rigid tip of the inner catheter.